Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow-up. It was discovered that the pacemaker had a diagnostic anomaly, showing that the patient had 23% atrial fibrillation (af) burden despite not having had any af episodes. The patient was asymptomatic and in stable condition. No intervention was performed.